Event description:
The customer reported that they were having issues with sound and video on their central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.